Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer accidentally gave themselves too much insulin. The customer was at 86 mg/dl at the time of the call. The customer used food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. Customer was also having issues loading the reservoir, air bubbles, motor concerns, and a no delivery alarm. The customer stated the pump was exposed to a MRI machine. The customer also had high blood glucose often towards the end of the set use period. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08725 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No unexpected no delivery alarm or motor error alarms noted. Motor was tested outside the device and passed. Unit functioned properly. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and scratched case.